Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart xl did not charge. The ac light did not turn on but worked on the battery. There was no patient involvement.